Event description:
It was reported that the 9800 system had phosphorus burn in on the monitors. Also the system would intermittently lock up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.